Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) due to high out of range pacing impedances above 3000 ohms on the right atrial (ra) lead channel. Technical services (ts) was consulted and after the lss, signal artifact monitor (sam) episodes for minute ventilation (mv) signal oversensing as well as suspected inappropriate atrial tachy response (atr) episodes were noted, suspecting oversensing on unipolar configuration. Technical services (ts) was consulted and further in office evaluation was recommended. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that the patient recently experienced shortness of breath and symptoms similar to flu. The physician noted that the patient was in atrial fibrillation (af) and thus these symptoms were associated with the af and opted to perform a cardioversion. It was also noted that the system continues to exhibit far field oversensing which during the af episodes was falling into the blanking period. No adverse patient effects were reported from the system observations. This system remains in service.

Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) due to high out of range pacing impedances above 3000 ohms on the right atrial (ra) lead channel. Technical services (ts) was consulted and after the lss, signal artifact monitor (sam) episodes for minute ventilation (mv) signal oversensing as well as suspected inappropriate atrial tachy response (atr) episodes were noted, suspecting oversensing on unipolar configuration. Technical services (ts) was consulted and further in office evaluation was recommended. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system recorded a lead safety switch (lss) due to high out of range pacing impedances above 3000 ohms on the right atrial (ra) lead channel. Technical services (ts) was consulted and after the lss, signal artifact monitor (sam) episodes for minute ventilation (mv) signal oversensing as well as suspected inappropriate atrial tachy response (atr) episodes were noted, suspecting oversensing on unipolar configuration. Technical services (ts) was consulted and further in office evaluation was recommended. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Correction to section e, initial reporter.